Event description:
As reported by the edwards field clinical specialist in (B)(6), during balloon aortic valvuloplasty (bav) with an edwards 20mm balloon via a transfemoral approach, the patient developed hypotension and tee revealed cardiac tamponade. A pericardiocentesis and an emergency sternotomy were performed and the surgeon identified a hemorrhage coming from the lateral wall in medio-basal region. The physician initially identified three different tears/lesions to the left ventricle. The area surrounding the lesions showed infiltration of blood and was thin and friable. The medical team attempted to repair the tears with pledged sutures and large patches without success. The patient subsequently expired due to cardiac arrest secondary to cardiac tamponade and hypotension. Additional investigation revealed the following: the guidewire was correctly curved in the lv. The image intensifier angle was described as good. The medical team reviewed the imaging and observed that the valvuloplasty balloon appeared more ventricular than recommended (proximal marker at the valve level). The implanting physician confirmed that the tears to the lv were caused by the guidewire. The lesions were described as not single holes made by guidewire tip penetration, but the tears appeared to be caused by contact with the cardiac tissue. The patient's lv was very friable and it appeared impossible to repair the tears with sutures.

Manufacturer narrative:
Limited cine/fluoroscopic images were submitted to edwards and reviewed by the edwards medical director. Echo images were not provided. Observations: severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mac. Bav x1 demonstrated on cine. Inflation of bav was inflated with the majority of the balloon in the ventricle. Four cine images, total, were available for review. Impressions: based on the limited imaging available an assessment of the root cause of the event cannot be determined. As per the event description, during bav the majority of the balloon was noted to be within the ventricle. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the ventricular perforations cannot be confirmed based on the available imaging. However, per report, the perforations appear to be related to a combination of patient and procedural factors (i.e.guidewire positioning, positioning of bav, and friable cardiac tissue). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.